Event description:
A caller reported that the pump screen was dark and would not turn on, leading to the customer¿s blood glucose (bg) level being displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg. When the pump was connected to a known working power source, the screen turned on, displaying a welcome message. The caller acknowledged that the pump had shut down due to battery charging issues. Cts provided information on resetting the pump, including explanations on resetting certain settings, and offered best practice tips for battery use. The caller understood the instructions and completed a pump reset independently.